Manufacturer narrative:
Updated: h6, h10 corrected: d8, h3 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the facility reprocessing the scope using an oer-6 automatic endoscope reprocessor without replacing the water filter at the recommended time interval, as stated in the IFU, was determined to be due to facility/user error. The event can be prevented by following the instructions for use section below: oer-6 instruction manual operation section - chapter 7 section 3 replacing the water filter (maj-2317) olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was reprocessed with an oer-6-olympus endoscope reprocessor that could not drain water sufficiently when replacing the water filter. The filter was not replaced every month, and it was in operation for about six months. The issue was found during reprocessing and there were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
E1) (B)(6) hospital: noting due to character limit. The device was not returned to olympus for evaluation of the reported issue and is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.